Event description:
It was reported that the right ventricular lead dislodged and the helix retracted when put in the pocket. The lead was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix would not retract/ extend was confirmed. The helix was clogged with dry body fluid and could not be extended. After cleaning the helix would retract and extend.